Event description:
It was reported to philips that the device gave an incorrect ECG analysis. The device gave a reading of acute mi when the patient was not in that condition. The crew used another monitor on scene. There was no reported adverse patient impact.